Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "slow keypad response" was confirmed and determined to be caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a slow keypad response. There was no pt involvement.